Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was slow to charge. Reportedly, the customer was using a non-tandem charging cable in an attempt to charge the pump. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with moderate ketones. Elevated blood glucose levels were addressed by manual insulin injection.